Event description:
The account reported that the brakes are not holding. This bed was located in a pt room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found that the brake casters had worn and damaged the brake caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters, brake steer caster and supports to resolve the issue. Based on this info, no further action is required.